Manufacturer narrative:
Additional information received indicates that this device is not expected to be returned. This report will be updated should further information be received.

Event description:
Boston scientific received information that this pacemaker and competitor right atrial (ra) lead exhibited noise oversensing, pacing inhibition, and high out-of-range pace impedance measurements (>2000 ohms). Additionally, it was noted that the patient experienced dizziness. Subsequently, this pacemaker and ra lead were explanted. No additional adverse patient effects were reported.